Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery. Pre-dilatation was performed with an unspecified nc balloon catheter. However, there was difficulty in removing the protective sheath from a 3.0 x 15 mm xience xpedition stent, and the stent struts became damaged. Therefore, an unspecified xience xpedition stent was implanted to successfully complete the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was confirmed. The reported difficulty to remove the sheath could not be confirmed as the sheath was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling.